Event description:
The manufacturer received information alleging a ventilator's screen was frozen and airflow was stopped. The patient¿s blood oxygen saturation decreased to 50%. The patient was placed on a different device. The device has been returned to the manufacturer, the device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was frozen and airflow was stopped. The patient¿s blood oxygen saturation decreased to 50%. The patient was placed on a different device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the technician checked the error log and confirmed that there was no record of a log which could be judged as unusual and system board was replaced as preventive maintenance. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version is 14.1.03.